Event description:
Caller reported that customer had readings with the freestyle of 253 and 216 mg/dl. Paramedics were called and tested with a result of 101mg/dl. Customer was treated with a glass of juice. Testing site was not reported.